Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2024-00475, 1627487-2024-00476. It was reported the patient experienced ineffective therapy due to high impedances. Surgical intervention took place on (B)(6) 2024 during which all leads were explanted and replaced. Therapy was restored post-op.